Event description:
Zoll customer support reviewed the download of an (B)(6) male pt which revealed excessive pulse current faults. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon initial investigation, the reported problem (pulse current faults) was unable to be duplicated. An engineering analysis on the this monitor found that the cause of the pulse current faults was due to a defective resistor )component r84) on the c/a board. The resistor was cracked at the weld joint, causing the monitor to detect current in the line when no pulse delivery was necessary. This could affect the signal sensing circuitry. The root cause of the defective resistor could not be positively determined. No adverse event resulted from the broken resistor. The pt received a replacement monitor.